Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position.visual inspection of the lead noted dried body fluid in the helix housing which is normal for active fixation leads. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that during a procedure the physician observed this right atrial (ra) lead to have dislodged. The physician opted to explant the lead and replaced it with a new lead successfully. No additional adverse patient effects were reported. The lead was retained by the hospital.

Event description:
It was reported that during a procedure the physician observed this right atrial (ra) lead to have dislodged. The physician opted to explant the lead and replaced it with a new lead successfully. No additional adverse patient effects were reported. The lead was retained by the hospital.